Event description:
It was reported that a right ventricular leadless pacemaker shifted during the second mapping attempt in the apex. This caused patient to experience a cardiac perforation and pericardial effusion, seen with contrast imaging. The patient also experienced heart discomfort and decreased blood pressure. The physician stopped the implant and performed pericardiocentesis. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.